Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received one shock for t-wave oversensing. It was noted that the patient did not know of receiving a shock. The lead is still in use. No further patient complications have been reported as a result of this event.